Event description:
It was reported that the patient presented for a scheduled procedure. The left ventricle lead was capped and replaced with an epicardial lead on (B)(6) 2022 for an unknown reason. The patient was in stable condition.